Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not working. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (charger not working) was confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a shorted j17 power plug on the charger bedside board. The root cause for the shorted j17 component could not be positively identified. No adverse event resulted from the shorted j17 component. The pt received a replacement battery charger/modem.